Manufacturer narrative:
Product has expired. No additional information provided.

Event description:
An immucor field service engineer tested a known fya positive sample on the neo and unexpected negative results were obtained.